Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) levels; however the exact values were not provided. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed. No additional information regarding this event was provided by the customer.